Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead exhibited loss of capture. The lv lead was removed and a second lv lead was used. The second lv lead had unknown reason was removed and replaced with a left bundle pacing lead. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-51426. The left ventricular (lv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate an alleged malfunction on the lead.